Manufacturer narrative:
The field service engineer found the system had been contaminated. He decontaminated the system, made adjustments, performed all manufacture testing and calibrations per manufacture requirements with no errors. The customer ran calibration and qc with no errors. The calibration and qc data were acceptable. The alarm trace did not contain any conspicuous alarms. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys estradiol ii assay and elecsys hcg + beta test system results for three patients with the cobas e 411 immunoassay analyzer. Patient 1: the initial estradiol result was >3000 pg/ml with a data flag. This result was reported outside the laboratory and questioned by the nurse. The repeated result with dilution was 371.4 pg/ml. The second repeated result with no dilution was 273.8 pg/ml. Patient 2: the initial beta hcg was 0.548 miu/ml. This result was reported outside of the laboratory and the patient's medication was changed based on the result. No adverse event was reported. The repeated result was 140.3 miu/ml. Patient 3: the initial estradiol result was >3000 pg/ml with a data flag. This result was reported outside of the laboratory and the patient's medication was changed based on the result. No adverse event was reported. The repeated result was 6206 pg/ml. The reagent lot numbers and expiration dates were requested but not provided.